Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The insert was tested on cavitron g-136 unit. Verified spray and vibration. The tip is clogged. When there is no water flow the tip tends to get hot.

Event description:
While using a cavitron 30k bellis.fsi-pwr-1000 insert, the insert was getting hot; no injury resulted.